Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, gravida ii, spinal fracture (2009), esophagogastroduodenoscopy (2016), chlamydial infection, pap smear abnormal, parity 1 and menarche. Previously administered products included for an unreported indication: ortho evra, ovral, lo-ovral and yaz. Concurrent conditions included obesity, uterine bleeding, vaginal bleeding, bleeding menstrual heavy, dysfunctional uterine bleeding, blood pressure reading high, conjunctival hyperemia, physical abuse, anemia, allergic rhinitis, menstruation abnormal, uterine neoplasm, uterine leiomyoma, arthralgia, shortness of breath, chest pain, mood change, back pain, abdominal pain, endometrial ablation, hypertension, hot flashes, night sweats and seizures. Concomitant products included adenosine (tricor), ascorbic acid, buspirone, cefixime (flexeril), diclofenac, docusate sodium, duloxetine hydrochloride (cymbalta), ferrous sulfate, fluticasone propionate, gabapentin, ibuprofen, loratadine, macrogol 3350 (miralax), obeticholic acid (ocaliva), oxycodone hydrochloride;paracetamol (apo-oxycodone/acetaminophen), pregabalin, promethazine and ursodeoxycholic acid (ursodiol). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fibromyalgia ("other injury(ies) or complication please describe: fibromyalgia"), primary biliary cholangitis ("gastrointestinal or digestive system condition type: primary billiary cholangitis"), allergy to metals ("allergic or hypersensitivity type: nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric condition: anxiety"), pruritus ("rashes or skin conditions type: itching all over") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and autoimmune disorder ("auto immune diseases"). The patient was treated with surgery (robotic assisted laparoscopic bilateral salpingectomy with essure removal partial wedge resection). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fibromyalgia, primary biliary cholangitis, vulvovaginal pain, allergy to metals, dysmenorrhoea, dyspareunia, migraine, anxiety, pruritus, vaginal discharge, weight increased and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, dysmenorrhoea, dyspareunia, fibromyalgia, migraine, pelvic pain, primary biliary cholangitis, pruritus, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 190 lbs removal details- salpingectomy performed with essure in plece left side essure cut, remaining pieces removed in 2009 she underwent essure placement and endometrial ablation for heavy menstrual cycles patient received treatment for events-fibromyalgia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: findings: there are bilateral tubal occlusion devices in the fallopian tubes. The uterus is unremarkable. Hysterosalpingogram - on (B)(6) 2008: impression- 1-satisfactory position of the bilateral micro insert with occlusion of the bilateral fallopian tubes. 2-large submucosal fibroid on the right.; on (B)(6) 2008: as per pfs result: total bilateral occlusion. Pathology test - on (B)(6) 2017: final diagnosis: fallopian tubes with essure devices, bilateral salpingectomy: benign fallopian tubes with paratubal cysts and cystic walthard rests.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, pelvic pain, weight gain, nickel allergy, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, gravida ii, spinal fracture (2009), esophagogastroduodenoscopy (2016), chlamydial infection, pap smear abnormal, parity 1 and menarche. Previously administered products included for an unreported indication: ortho evra, ovral, lo-ovral and yaz. Concurrent conditions included obesity, uterine bleeding, vaginal bleeding, bleeding menstrual heavy, dysfunctional uterine bleeding, blood pressure reading high, conjunctival hyperemia, physical abuse, anemia, allergic rhinitis, menstruation abnormal, uterine neoplasm, uterine leiomyoma, arthralgia, shortness of breath, chest pain, mood change, back pain, abdominal pain, endometrial ablation, hypertension, hot flashes, night sweats and seizures. Concomitant products included adenosine (tricor), ascorbic acid, buspirone, cefixime (flexeril), diclofenac, docusate sodium, duloxetine hydrochloride (cymbalta), ferrous sulfate, fluticasone propionate, gabapentin, ibuprofen, loratadine, macrogol 3350 (miralax), obeticholic acid (ocaliva), oxycodone hydrochloride; paracetamol (apo-oxycodone/acetaminophen), pregabalin, promethazine and ursodeoxycholic acid (ursodiol). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fibromyalgia ("other injury(ies) or complication please describe: fibromyalgia"), primary biliary cholangitis ("gastrointestinal or digestive system condition type: primary biliary cholangitis"), allergy to metals ("allergic or hypersensitivity type: nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric condition: anxiety"), pruritus ("rashes or skin conditions type: itching all over") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and autoimmune disorder ("auto immune diseases"). The patient was treated with surgery (robotic assisted laparoscopic bilateral salpingectomy with essure removal partial wedge resection). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fibromyalgia, primary biliary cholangitis, vulvovaginal pain, allergy to metals, dysmenorrhoea, dyspareunia, migraine, anxiety, pruritus, vaginal discharge, weight increased and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, dysmenorrhoea, dyspareunia, fibromyalgia, migraine, pelvic pain, primary biliary cholangitis, pruritus, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Removal details- salpingectomy performed with essure in piece left side essure cut, remaining pieces removed. In 2009 she underwent essure placement and endometrial ablation for heavy menstrual cycles. Patient received treatment for events-fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: findings: there are bilateral tubal occlusion devices in the fallopian tubes. The uterus is unremarkable. Hysterosalpingogram - on (B)(6) 2008: impression- 1-satisfactory position of the bilateral micro insert with occlusion of the bilateral fallopian tubes. 2-large submucosal fibroid on the right.; on (B)(6) 2008: as per pfs result: total bilateral occlusion. Pathology test - on (B)(6) 2017: final diagnosis: fallopian tubes with essure devices, bilateral salpingectomy: benign fallopian tubes with paratubal cysts and cystic walthard rests. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, pelvic pain, weight gain, nickel allergy, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, gravida ii, spinal fracture (2009), esophagogastroduodenoscopy (2016), (B)(6) infection, pap smear abnormal, parity 1 and menarche. Previously administered products included for an unreported indication: ortho evra, ovral, lo-ovral and yaz. Concurrent conditions included obesity, uterine bleeding, vaginal bleeding, bleeding menstrual heavy, dysfunctional uterine bleeding, blood pressure reading high, conjunctival hyperemia, physical abuse, anemia, allergic rhinitis, menstruation abnormal, uterine neoplasm, uterine leiomyoma, arthralgia, shortness of breath, chest pain, mood change, back pain, abdominal pain, endometrial ablation, hypertension, hot flashes, night sweats and seizures. Concomitant products included adenosine (tricor), ascorbic acid, buspirone, cefixime (flexeril), diclofenac, docusate sodium, duloxetine hydrochloride (cymbalta), ferrous sulfate, fluticasone propionate, gabapentin, ibuprofen, loratadine, macrogol 3350 (miralax), obeticholic acid (ocaliva), oxycodone hydrochloride;paracetamol (apo-oxycodone/acetaminophen), pregabalin, promethazine and ursodeoxycholic acid (ursodiol). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fibromyalgia ("other injury(ies) or complication please describe: fibromyalgia"), primary biliary cholangitis ("gastrointestinal or digestive system condition type: primary billiary cholangitis"), allergy to metals ("allergic or hypersensitivity type: nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric condition: anxiety"), pruritus generalised ("rashes or skin conditions type: itching all over") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robotic assisted laparoscopic bilateral salpingectomy with essure removal partial wedge resection). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fibromyalgia, primary biliary cholangitis, vulvovaginal pain, allergy to metals, dysmenorrhoea, dyspareunia, migraine, anxiety, pruritus generalised, vaginal discharge and weight increased outcome was unknown. The reporter considered allergy to metals, anxiety, dysmenorrhoea, dyspareunia, fibromyalgia, migraine, pelvic pain, primary biliary cholangitis, pruritus generalised, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6). Removal details- salpingectomy performed with essure in plece left side essure cut, remaining pieces removed. In 2009 she underwent essure placement and endometrial ablation for heavy menstrual cycles. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: findings: there are bilateral tubal occlusion devices in the fallopian tubes. The uterus is unremarkable. Hysterosalpingogram - on (B)(6) 2008: impression- 1-satisfactory position of the bilateral micro insert with occlusion of the bilateral fallopian tubes. 2-large submucosal fibroid on the right.; on (B)(6) 2008: as per pfs result: total bilateral occlusion. Pathology test - on (B)(6) 2017: final diagnosis: fallopian tubes with essure devices, bilateral salpingectomy: benign fallopian tubes with paratubal cysts and cystic walthard rests.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, pelvic pain, weight gain, nickel allergy, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs & medical record received. Previously reported event ¿injury to herself¿ was replaced with ¿pelvic pain¿ new events - "allergic or hypersensitivity type: nickel allergy, dysmenorrhea (cramping), dyspareunia, gastrointestinal or digestive system condition type: primary billiary cholangitis, migraines / headaches, psychological or psychiatric condition: anxiety, rashes or skin conditions type: itching all over, vaginal discharge, weight gain, other injury(ies) or complication please describe: fibromyalgia, vaginal pain", reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, gravida ii, spinal fracture (2009), esophagogastroduodenoscopy (2016), chlamydial infection, pap smear abnormal, parity 1 and menarche. Previously administered products included for an unreported indication: ortho evra, ovral, lo-ovral and yaz. Concurrent conditions included obesity, uterine bleeding, vaginal bleeding, bleeding menstrual heavy, dysfunctional uterine bleeding, blood pressure reading high, conjunctival hyperemia, physical abuse, anemia, allergic rhinitis, menstruation abnormal, uterine neoplasm, uterine leiomyoma, arthralgia, shortness of breath, chest pain, mood change, back pain, abdominal pain, endometrial ablation, hypertension, hot flashes, night sweats and seizures. Concomitant products included adenosine (tricor), ascorbic acid, buspirone, cefixime (flexeril), diclofenac, docusate sodium, duloxetine hydrochloride (cymbalta), ferrous sulfate, fluticasone propionate, gabapentin, ibuprofen, loratadine, macrogol 3350 (miralax), obeticholic acid (ocaliva), oxycodone hydrochloride; paracetamol (apo-oxycodone/acetaminophen), pregabalin, promethazine and ursodeoxycholic acid (ursodiol). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fibromyalgia ("other injury(ies) or complication please describe: fibromyalgia"), primary biliary cholangitis ("gastrointestinal or digestive system condition type: primary biliary cholangitis"), allergy to metals ("allergic or hypersensitivity type: nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric condition: anxiety"), pruritus ("rashes or skin conditions type: itching all over") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and autoimmune disorder ("auto immune diseases"). The patient was treated with surgery (robotic assisted laparoscopic bilateral salpingectomy with essure removal partial wedge resection). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fibromyalgia, primary biliary cholangitis, vulvovaginal pain, allergy to metals, dysmenorrhoea, dyspareunia, migraine, anxiety, pruritus, vaginal discharge, weight increased and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, dysmenorrhoea, dyspareunia, fibromyalgia, migraine, pelvic pain, primary biliary cholangitis, pruritus, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Removal details- salpingectomy performed with essure in place left side essure cut, remaining pieces removed in 2009 she underwent essure placement and endometrial ablation for heavy menstrual cycles patient received treatment for events-fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: findings: there are bilateral tubal occlusion devices in the fallopian tubes. The uterus is unremarkable. Hysterosalpingogram - on (B)(6) 2008: impression- 1-satisfactory position of the bilateral micro insert with occlusion of the bilateral fallopian tubes. 2-large submucosal fibroid on the right.; on (B)(6) 2008: as per pfs. Result: total bilateral occlusion. Pathology test - on (B)(6) 2017: final diagnosis: fallopian tubes with essure devices, bilateral salpingectomy: benign fallopian tubes with paratubal cysts and cystic walthard rests. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, pelvic pain, weight gain, nickel allergy, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, gravida ii, spinal fracture (2009), esophagogastroduodenoscopy (2016), chlamydial infection, pap smear abnormal, parity 1 and menarche. Previously administered products included for an unreported indication: ortho evra, ovral, lo-ovral and yaz. Concurrent conditions included obesity, uterine bleeding, vaginal bleeding, bleeding menstrual heavy, dysfunctional uterine bleeding, blood pressure reading high, conjunctival hyperemia, physical abuse, anemia, allergic rhinitis, menstruation abnormal, uterine neoplasm, uterine leiomyoma, arthralgia, shortness of breath, chest pain, mood change, back pain, abdominal pain, endometrial ablation, hypertension, hot flashes, night sweats and seizures. Concomitant products included adenosine (tricor), ascorbic acid, buspirone, cefixime (flexeril), diclofenac, docusate sodium, duloxetine hydrochloride (cymbalta), ferrous sulfate, fluticasone propionate, gabapentin, ibuprofen, loratadine, macrogol 3350 (miralax), obeticholic acid (ocaliva), oxycodone hydrochloride;paracetamol (apo-oxycodone/acetaminophen), pregabalin, promethazine and ursodeoxycholic acid (ursodiol). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fibromyalgia ("other injury(ies) or complication please describe: fibromyalgia"), primary biliary cholangitis ("gastrointestinal or digestive system condition type: primary billiary cholangitis"), allergy to metals ("allergic or hypersensitivity type: nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric condition: anxiety"), pruritus ("rashes or skin conditions type: itching all over") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and autoimmune disorder ("auto immune diseases"). The patient was treated with surgery (robotic assisted laparoscopic bilateral salpingectomy with essure removal partial wedge resection). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fibromyalgia, primary biliary cholangitis, vulvovaginal pain, allergy to metals, dysmenorrhoea, dyspareunia, migraine, anxiety, pruritus, vaginal discharge, weight increased and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, dysmenorrhoea, dyspareunia, fibromyalgia, migraine, pelvic pain, primary biliary cholangitis, pruritus, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 190 lbs removal details- salpingectomy performed with essure in plece left side essure cut, remaining pieces removed in 2009 she underwent essure placement and endometrial ablation for heavy menstrual cycles patient received treatment for events-fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: findings: there are bilateral tubal occlusion devices in the fallopian tubes. The uterus is unremarkable. Hysterosalpingogram - on (B)(6) 2008: impression- 1-satisfactory position of the bilateral micro insert with occlusion of the bilateral fallopian tubes. 2-large submucosal fibroid on the right.; on (B)(6) 2008: as per pfs result: total bilateral occlusion. Pathology test - on (B)(6) 2017: final diagnosis: fallopian tubes with essure devices, bilateral salpingectomy: benign fallopian tubes with paratubal cysts and cystic walthard rests. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, pelvic pain, weight gain, nickel allergy, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, gravida ii, spinal fracture (2009), esophagogastroduodenoscopy (2016), chlamydial infection, pap smear abnormal, parity 1 and menarche. Previously administered products included for an unreported indication: ortho evra, ovral, lo-ovral and yaz. Concurrent conditions included obesity, uterine bleeding, vaginal bleeding, bleeding menstrual heavy, dysfunctional uterine bleeding, blood pressure reading high, conjunctival hyperemia, physical abuse, anemia, allergic rhinitis, menstruation abnormal, uterine neoplasm, uterine leiomyoma, arthralgia, shortness of breath, chest pain, mood change, back pain, abdominal pain, endometrial ablation, hypertension, hot flashes, night sweats and seizures. Concomitant products included adenosine (tricor), ascorbic acid, buspirone, cefixime (flexeril), diclofenac, docusate sodium, duloxetine hydrochloride (cymbalta), ferrous sulfate, fluticasone propionate, gabapentin, ibuprofen, loratadine, macrogol 3350 (miralax), obeticholic acid (ocaliva), oxycodone hydrochloride;paracetamol (apo-oxycodone/acetaminophen), pregabalin, promethazine and ursodeoxycholic acid (ursodiol). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fibromyalgia ("other injury(ies) or complication please describe: fibromyalgia"), primary biliary cholangitis ("gastrointestinal or digestive system condition type: primary billiary cholangitis"), allergy to metals ("allergic or hypersensitivity type: nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric condition: anxiety"), pruritus ("rashes or skin conditions type: itching all over") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and autoimmune disorder ("auto immune diseases"). The patient was treated with surgery (robotic assisted laparoscopic bilateral salpingectomy with essure removal partial wedge resection). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fibromyalgia, primary biliary cholangitis, vulvovaginal pain, allergy to metals, dysmenorrhoea, dyspareunia, migraine, anxiety, pruritus, vaginal discharge, weight increased and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, dysmenorrhoea, dyspareunia, fibromyalgia, migraine, pelvic pain, primary biliary cholangitis, pruritus, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 190 lbs removal details- salpingectomy performed with essure in plece left side essure cut, remaining pieces removed in 2009 she underwent essure placement and endometrial ablation for heavy menstrual cycles patient received treatment for events-fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: findings: there are bilateral tubal occlusion devices in the fallopian tubes. The uterus is unremarkable. (B)(6) 2008: impression- 1-satisfactory position of the bilateral micro insert with occlusion of the bilateral fallopian tubes. 2-large submucosal fibroid on the right.; on (B)(6) 2008: as per pfs result: total bilateral occlusion. Pathology test - on (B)(6) 2017: final diagnosis: fallopian tubes with essure devices, bilateral salpingectomy: benign fallopian tubes with paratubal cysts and cystic walthard rests. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, pelvic pain, weight gain, nickel allergy, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: social media received new reporter information was added. New event added auto immune diseases. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, gravida ii, spinal fracture (2009), esophagogastroduodenoscopy (2016), chlamydial infection, pap smear abnormal, parity 1 and menarche. Previously administered products included for an unreported indication: ortho evra, ovral, lo-ovral and yaz. Concurrent conditions included obesity, uterine bleeding, vaginal bleeding, bleeding menstrual heavy, dysfunctional uterine bleeding, blood pressure reading high, conjunctival hyperemia, physical abuse, anemia, allergic rhinitis, menstruation abnormal, uterine neoplasm, uterine leiomyoma, arthralgia, shortness of breath, chest pain, mood change, back pain, abdominal pain, endometrial ablation, hypertension, hot flashes, night sweats and seizures. Concomitant products included adenosine (tricor), ascorbic acid, buspirone, cefixime (flexeril), diclofenac, docusate sodium, duloxetine hydrochloride (cymbalta), ferrous sulfate, fluticasone propionate, gabapentin, ibuprofen, loratadine, macrogol 3350 (miralax), obeticholic acid (ocaliva), oxycodone hydrochloride;paracetamol (apo-oxycodone/acetaminophen), pregabalin, promethazine and ursodeoxycholic acid (ursodiol). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In november 2008, the patient experienced fibromyalgia ("other injury(ies) or complication please describe: fibromyalgia"), primary biliary cholangitis ("gastrointestinal or digestive system condition type: primary billiary cholangitis"), allergy to metals ("allergic or hypersensitivity type: nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric condition: anxiety"), pruritus ("rashes or skin conditions type: itching all over") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and autoimmune disorder ("auto immune diseases"). The patient was treated with surgery (robotic assisted laparoscopic bilateral salpingectomy with essure removal partial wedge resection). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fibromyalgia, primary biliary cholangitis, vulvovaginal pain, allergy to metals, dysmenorrhoea, dyspareunia, migraine, anxiety, pruritus, vaginal discharge, weight increased and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, dysmenorrhoea, dyspareunia, fibromyalgia, migraine, pelvic pain, primary biliary cholangitis, pruritus, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Removal details- salpingectomy performed with essure in place left side essure cut, remaining pieces removed in 2009 she underwent essure placement and endometrial ablation for heavy menstrual cycles patient received treatment for events-fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: findings: there are bilateral tubal occlusion devices in the fallopian tubes. The uterus is unremarkable. Hysterosalpingogram - on (B)(6) 2008: impression- 1-satisfactory position of the bilateral micro insert with occlusion of the bilateral fallopian tubes. 2-large submucosal fibroid on the right.; on (B)(6) 2008: as per pfs result: total bilateral occlusion. Pathology test - on (B)(6) 2017: final diagnosis: fallopian tubes with essure devices, bilateral salpingectomy: benign fallopian tubes with paratubal cysts and cystic walthard rests.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, pelvic pain, weight gain, nickel allergy, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.